Manufacturer narrative:
Corrected fields: d9 (endoscopy support specialist was on site). This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It is likely the user's understanding on device handling and/or reprocessing steps differed from olympus recommendations. To resolve the issue, the user facility was trained by an endoscopy support specialist (ess) on proper reprocessing technique. The event can be prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The endoscopy support specialist (ess) completed a reprocessing in-service for the operating room (or) staff. Based on the observation summary report from the ess, there were some reprocessing deviations observed during the on-site visit: the customer was not performing the automated method of flushing the auxiliary water channel. The user facility staff was informed that it is a requirement to complete all precleaning steps to ensure proper reprocessing of the scope. The ess also provided the user facility staff reprocessing training materials for their reference. The device was not returned to olympus for evaluation. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An endoscopy support specialist (ess) reported on behalf of the customer that during an onsite visit, the user facility staff was not performing the steps to flush the auxiliary water channel for the evis exera iii gastrointestinal videoscope. In the operating room, they did not have a flushing pump on any of their towers and did not use the auxiliary water channel during the procedures. No patient infections or injuries reported.